Event description:
It was reported that the patient last charged his implantable neurostimulator (ins) at the beginning of (B)(6) 2011. Recently, the patient was having telemetry issues and was unable to charge his ins. The antenna locator (al) was used to resolve the telemetry issue but resulted in a power on reset condition (por). The ins was then able to charge with no issues. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer: model 37743, serial# unk. Recharger: model 37751, serial# unk.